Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had an error issue. There was no patient involvement. The fse evaluated the device on site and confirmed a watchdog error in the software error log. The fse determined this was a malfunction with the software installation. The fse reinstalled the software resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction with the software installation. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.